Event description:
It was reported the programmer heads do not work; they would not interrogate any device. When the programmer heads were changed out, interrogation was successful. The programmer heads were returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 229047 analyzer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis was not able to confirm the reported event; the rf (radio frequency) head passed functional tests. It is noted the rf head cable was twisted but still functional. Analysis found the rf head label was missing the laminate.